Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had issues and customer had low blood glucose. Customer had been having issues with her insulin pump; the motor is loud when she rewind it. Also, the buttons are not working at all. Customer stated they gave themselves a bolus and changed the reservoir late last night. Customer then made another attempt to bolus, it was not delivering. The buttons are not responding. Customer also mentioned low blood glucose of 35mg/dl; treated with juice and glucose tablets. Customer stated she changed the reservoir, rewind it and worked. In addition, customer wanted us to document hospitalizations with the last two years. She didn't want to discuss, her doctor is taking care of her. Advised the customer the insulin pump will be replaced. Advised to discontinue the use of the insulin pump and revert to a back-up plan.